Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08735 inches. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm is confirmed in the downloaded history file due to broken pin trace at on the keypad assembly. No over delivery anomaly noted during testing. Device was received with broken belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 50 mg/dl at the time of the incident and other value was 67 mg/dl. Customer was treated with carbohydrates. Customer had alleged that the insulin pump was over delivering. Customer was not using auto mode feature. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer also reported that the insulin pump had pump error alarm. Customer was able to clear the alarm and was able to complete rewind. Displacement verification test was passed. The device will be returned for analysis.